Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow keypad button was intermittently unresponsive and hard to press. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the up arrow button was intermittently responsive and required multiple button presses. There was no visible damage to the keypad. Contamination was found under all of the button contacts when the keypad was removed. The audio bolus button had a hole in it, but was still functional. Unrelated to the original complaint, the battery compartment was cracked. There was no issue with loss of power and no evidence of moisture damage in the battery compartment.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.